Manufacturer narrative:
A1,2,3,4; b6,7; d10: info not provided by affiliate. D5,6; h4: info not available, device not returned for analysis.

Event description:
The device was used during a coroanry artery bypass graft. It was reported by the rep. The clip could not feed into the jaw. The case completed with another instrument. There was no consequence to the pt.